Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device had too much friction while in use with the drill bit device. It was reported that there was no delay in the procedure as an unspecified spare device was available for use to complete the procedure successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as aug 3, 2016 on the initial report. It has been updated as aug 15, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. It was determined that the device passed all manufacturing specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.